Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's underlying comorbidities which included renal dysfunction likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) y-o patient with a porcine bioprosthetic aortic valve, implanted for approximately 22 years, underwent a valve-in-valve procedure due to degeneration leading to aortic stenosis and aortic insufficiency (2-3/4). A tavr was performed with an edwards transcatheter valve through a tc approach.

Event description:
Edwards received notification that this (B)(6) y-o patient with a porcine bioprosthetic aortic valve implanted underwent a valve-in-valve procedure due to non-calcific degeneration leading to stenosis and aortic insufficiency (2-3/4) after an implant duration of 22 years. A 23mm valve was successfully implanted within the disabled porcine valve through tc approach. The patient was reported to be doing fine.